Manufacturer narrative:
The insulin pump had no button response due to flattened act button dome switches. No unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 4.3 mmol/l. The customer stated the act button is not working and not responding to his command. The customer stated that the device was not dropped or bumped recently. The customer was advised the device need to be replaced.